Manufacturer narrative:
(B)(4). The subject rt266 infant dual heated evaqua2 breathing circuit with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, that an rt266 infant dual heated evaqua2 breathing circuit with mr290 autofeed chamber failed the ventilator leak test during setup and prior to patient use. There was no patient involvement.